Event description:
Caller alleged discrepant inratio2 results. Results as follows: lab: 2.5; inratio: 1.6 (with pst's strips); inratio: 1.6 (with trainer's strips). Inratio finger stick tests were performed within minutes of each other. Pt self tester tested at the lab about 1.5 hours prior to being trained on the inratio meter. Therapeutic range: 2-3. Due to the eye infection, pt stopped taking oral antibiotic about one week ago but will be starting an antibiotic eye drop today.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 1.6, inratio: 1.6, reference: 2.5, mean: 1.90, confidence limits: 1.3-2.7. Precision test was performed on inratio data (mesh = 1.6, sd= 0, %cv= 0). Since %cv is below 20%, the test met criteria. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. In-house therapeutic donor testing has been performed on reported lot # 312527 on (B)(4)2 013. Results as follows: donor (B)(4)) 213, inratio: 3.6, inratio: 3.1, inratio: 3.3, reference: 2.97, bias threshold: 1.97-3.97, %cv: 7.55. Donor (B)(4)) 202, inratio: 2.3, inratio: 2.3, inratio: 2.2, reference: 2.47, bias threshold: 1.47-3.47, %cv: 2.55. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: analysis of the pt's data from the inratio and reference tests revealed that test result comparison met accuracy and precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. As reviewed on (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot# 312527 yielding a complaint rate of(B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action ((B)(4)). No further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.